Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that when inserting the probe into the patient's eye, it felt like it was getting caught. The surgery was performed and completed without any problem after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 28, 2017. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The probe received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2017 and did not reveal any obvious nonconformity with the probe tip. The sample was inserted into a 25ga trocar cannula with no noticeable abnormality. No problem was found with the returned laser probe. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).